Event description:
A clinical incident was reported to arthrocare corporation via medwatch report (B)(4). On (B)(6) 2010, the patient underwent a left hip arthroscopy using a multivac 50 xl, 3mm with integrated cable. It was reported that the small metallic tip of the wand broke off in the hip joint and was unable to be found. Reportedly the wand was working in the beginning of the procedure and then stopped working. After the facility inspected the wand, it was noted that one of the segments was missing.

Manufacturer narrative:
The customer reported that the device is available but will not be released to arthrocare for investigation. Since the device was not returned, a complete investigation cannot be performed. A lot history review was completed for the device lot. No abnormalities were identified that would lead to the reported product problem.